Event description:
Boston scientific received information that this device could not be interrogated via radio frequency telemetry. It was reported that the patient did not have the remote monitoring system connected. Our company received additional information (B)(6) later that during a follow-up visit this device could not be interrogated despite troubleshooting attempts with different programmers. An out of range telemetry message was displayed and the device did not have a magnet response. The device was explanted after (B)(6) of implant time. A new device was successfully implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this ICD noted no anomalies. Attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.